Manufacturer narrative:
Investigation: visual inspection revealed that one side of the bottom of the mount base had fractured and two broken pieces were returned. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "crack on the component" was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the stabilizer feet couldn't tighten down due to a crack on the component that connects the upper lock to the metal arm. A new kit was used to complete the procedure. There were no patient effects. The product is returning.